Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that the sizing guide is too loose, so it fell down from the femur. There was no adverse consequences in op.